Event description:
On (B)(4) 2013, the pharmacist from the hospital reported that the patient was brought into the emergency room for hypoglycemia. The reporter stated that the patient experienced a blood glucose (bg) value of 58mg/dl. The pump reportedly was suspended and the patient was given food at the hospital. The pharmacist reportedly needed assistance with the pump history to see how much insulin was delivered into the patient. The patient and the pump were reportedly unavailable to troubleshoot. It was noted that customer support (cs) assisted the reporter on how to find the boluses in the pump history. It was also noted that cs informed the pharmacist that they would need to contact the patient to review the pump. Cs reportedly made several attempts to contact the patient. The patient reportedly contacted cs on (B)(6) 2013 and the patient stated that he had no knowledge of the reported event and that there were no issues with pump. This complaint is being reported due to an allegation made that the patient may have experienced a hypoglycemic event while using insulin pump therapy. It was unknown what were the contributing factors of the reported event; cs was unable to troubleshoot the pump; the patient stated he had no recollection of the reported issue and stated that there were no issues with the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.